Event description:
It was reported that the right atrial lead exhibited poor sensing. The patient presented for procedure and the lead was explanted and replaced.

Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead was returned for analysis in three segments. External insulation abrasion was noted at 11.3 cm to 13.2 cm from the distal tip consistent with lead friction to another device or feature of the heart at the distal region. Other damages found on these three segments were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.